Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband called in to report a no delivery alarm and high blood glucose levels. The caller also reported that the customer changed the infusion set twice, but still received the no delivery alarm twice. The customer's reading was 400 mg/dl. The customer reported symptoms of pain, vomiting, nausea, and dehydration. The customer treated with insulin. The caller was informed that there may have been a possible set or reservoir occlusion. The customer declined to check because she was low on insulin and needed replacements. The customer stated that she needed to go to the emergency room and that her husband would take her. Nothing was replaced or returned for analysis.